Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip does not allow rotation on its own axis, and the clip does not release properly after firing. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: investigation results- the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its outer sheath and clip assembly. The device had evidence of full deployment. No other problems with the device were noted. The reported event of the clip does not release properly after firing was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Additionally, the device doesn't have the rotation function. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip does not allow rotation on its own axis, and the clip does not release properly after firing. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.